Event description:
Orif for fractured public symphysis diastasis. 7 hole and 5 hole reconstruction plates implanted. At some point thereafter the product broke.

Manufacturer narrative:
H6: no evaluation was performed as the product was not returned, therefore, no conclusions can be drawn.